Event description:
It was reported that fifteen months post filter implant during the scheduled ivc filter retrieval, a filter leg was noted to be detached from the filter. A CT scan confirmed the detached filter leg was located in the right ventricular free wall. The filter was successfully removed from the ivc and attempts were made to snare the detached leg from the ventricle, however, they were unsuccessful. Surgical removal of the detached filter leg was performed via a sternotomy. The pt is recovering from surgery and doing well.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.